Manufacturer narrative:
Based on the information provided, the cause of the reported event cannot be determined. There was no report of any malfunction of an intuitive system, instrument or accessory. A system log review cannot be performed because remote system logs are not available at this time.

Event description:
A patient who was enrolled in a study underwent a da vinci-assisted myomectomy procedure. The procedure was completed without any patient harm or device-related malfunctions involving the da vinci system, instruments, or accessories. The patient was discharged 9 days post-procedure. Six days later, the patient reported right lower abdominal pain radiating into the right leg, accompanied by right leg weakness and was re-hospitalized. Despite comprehensive diagnostic evaluation, no underlying medical cause was identified. The pain was ultimately classified as psychosomatic. Treatment included unspecified medications and physiotherapy. The event was deemed as resolved 4 days later. The study investigator reported the event as severe, a serious adverse event, clavien-dindo grade I, not related to the study procedure, not related to the patient's underlying disease status, not related to a da vinci investigational device, not related to a third-party device. The patient's prior health condition of severe pain after each of 3 cesarean sections may be relevant to this incident.